Event description:
It was reported that the patient has been suffering from pain from the use of her cochlear implant for 1.5 years. Since then, the patient never visited any clinic and the fitting program remained unchanged. Approximately 2 weeks ago the pain increased, and the patient went to the clinic. During fitting the patient has facial nerve stimulation and painful sensation. Testing in situ shows normal results. A CT scan does not show any abnormalities.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.